Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump began alarming no disposable at reservoir volume 80ml on pump one, then 30ml on pump two; pump rate was 94 ml/24h. They changed to a new cassette. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.